Event description:
The company sales representative reported that the distal femoral cutting guide received as part of the mets kit was damaged/broken. This was observed on opening the set prior to use. The planned operation went ahead with surgeon using a competitor's distal femoral cutting guide.

Manufacturer narrative:
This complaint is in reference to a damaged/broken cutting guide that was found in the instrument kit prior to use. Instrument kits are inspected upon receipt at siw before they are packaged and shipped out. Since (B)(6) 2014 siw has introduced a checklist that is completed before the instrument kits are shipped. There is no record of siw receiving the damaged/broken cutting guide for evaluation and therefore a root cause cannot be identified for the complaint. The failure mode is an obvious malfunction that will always be detected before use, thereby not affecting patient outcome. This complaint is being closed and is being tracked and trended.

Event description:
The company sales representative reported that the distal femoral cutting guide received as part of the mets kit was damaged/broken. This was observed on opening the set prior to use. The planned operation went ahead with surgeon during a competitor's distal femoral cutting guide. This is a supplemental report to 3004105610-2014-00017 (B)(4).

Manufacturer narrative:
The complaint investigation is ongoing and supplemental report will be provided.